Event description:
It was reported to boston scientific corporation in 2005 that an alliance ii inflation device was used during an esophageal dilation procedure the day prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the device would inflate and not deflate. The procedure was successfully completed with another alliance ii inflation device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.